Event description:
Additional information was received from a patient. It was reported that they were still having trouble with the device. Pt said that they had a problem where they couldn't connect to the implantable neurostimulator (ins) unless they were a foot away from the controller with and without using the recharger. Pt said that they were sent a new controller but not a battery pack or recharger. Pt said that they had a small accident afterward and the issue hadn't improved yet after the controller was replaced. Pt said that they could not connect to or recharge the ins even with the equipment an inch away. Pt said that they called a manufacturer representative (rep) and was told to call in. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having problems charging their implanted neurostimulator. Patient stated they had to have the controller within 3-4 inches of their implant in order to charge and if they wanted to change their stimulation frequency, they would have to hold the controller directly over the implant about 3 inches near the implant on their side. Patient confirmed they were still able to charge their implanted device as long as they kept controller within that distance. Patient said the issue started last month or maybe the month before and they had tried several things like pulling the battery out of the controller but nothing had worked. Agent walked patient through removing the battery pack and resetting the controller. Patient inserted the battery and confirmed no physical damage on controller connector port pins or the recharger. Patient then connected recharger and attempted to start a charging session of their implant while holding the controller in front of their body, but still less than an arms length from the implant. Patient confirmed no device found. Patient pressed recharge and entered passive recharge mode. Patient reported seeing 97-97-97. Patient moved the recharging antenna about a half inch and the numbers remained fluctuated to low 90 high 98. Agent confirmed recharger paddle was working as expected. Agent reviewed patient may need to repair controller to implant. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from patient stating they received their replacement controller and had no issues with pairing the controller to their implant. However, patient stated the original issue is still persisting where they are not able to communicate with their implant unless they are 3-4 inches away from the implant location. Patient stated this is still occurring when the recharger is connected, as well as when they are trying to make a therapy adjustment without anything plugged into the controller. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) met with patient to address difficulty with recharging for the past year. Rep said patient can only recharge with mostly passive recharge mode, and eventually he'll get a normal recharge screen for a brief period before it goes back to the passive recharge or it gives no device found or looking for device message. Rep said patient has difficulty connecting to his implant in general, whether with or without the recharger. Rep also reported having difficulty maintaining connection with his tablet unless the communicator was near the neurostimulator. Rep to get manufacturer data file and send it in. This is an ongoing issue for about a year.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). Technical services (tss) spoke with caller and reviewed that there were no findings in the reports they sent in and that the only other troubleshooting that hasn't been done is trying the disable device feature. Tss also sent an email to caller with warranty team info in case they end up replacing the ins. The caller hadn't spoken with the pt (patient) for a while so was going to check in with the pt as to current status and try to see them in clinic to try disable device feature.

Event description:
Additional information was received from manufacturer's representative stating patient's weight at the time of the can only recharge with mostly passive recharge mode/difficulty connecting to the implant in general is unknown, as the patient was not asked about weight and did not mention any changes in weight gain or loss. The cause is not yet determined and tech services was contacted because of the issue. Rep stated they were able to connect, however it would essentially kick us off the recharge. The tech services asked rep to have the data file to be sent for analysis. The report was sent over on 1/20/25. The patient already had a new battery, remote and recharger sent to him and same issue occurred. The medtronic data report was sent for analysis. The other issue is that the remote doesn¿t work unless it is close to the device. Rep interrogated the device with clinician programmer/communicator without issue, however if the communicator was moved more than a foot away (estimated) from the stimulator it would lose connection. If the communicator was moved closer, it would reconnect. The issue is not resolved and they are waiting to hear back from someone regarding the medtronic data report that was sent off on 1/20/25. Technical services (tss) responded to caller that engineering still looking at mdt file and that we don't have a response yet.

Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per caller, they are mtg with pt this thursday (aug 28) and will try the disable device feature. Closing case. Rep was in-office with patient and stated ins is charged to 90%. Caller performed disable device feature 3 times and afterwards, when they attempt to connect to ins with the controller, if it is directly over the ins, it will connect but if it's moved even a foot away, it will not connect. Caller stated the same behavior is seen with the tablet/communicator as well. Technical services reviewed previous notes and email and indicated that explant would be recommended at this time. Tss reviewed returning the ins after explant.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that there is no surgery date decided yet. The office was informed of the device issue and stated they would be reaching out to the patient to discuss surgery. Rep said he waiting to hear about the date and when he gets the information, he will forward it along.